Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint from a patient who noted a leak during prime was not confirmed and no root cause was determined because sample was not available for evaluation. A batch review was not performed since lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting a check lines & bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that the cassette appeared to be leaking. The technical service representative (tsr) advised the hp to start over with new supplies and assisted to end therapy. The hp would start over. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp, it was revealed that the she had resumed therapy using new supplies, and added that she is doing fine. The hp also verified that she did not have any injury or harm as a result of this incident. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
Information noted the patient died approximately three months post implant of the device system. No further information is currently known. The cause of death has been requested and not received.